Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent shortened during deployment requiring the need for an additional stent. The target lesion was located in the occluded and heavily calcified superficial femoral artery (sfa). Following pre-dilation, a 6x150, 130 cm eluvia¿ drug-eluting vascular stent system was selected for treatment. The device was advanced over the guidewire and stent deployment was performed. Upon complete deployment the stent was adrift several millimeters leaving the origin of the occluded segment uncovered. Therefore an additional shorter bare metal stent was deployed to cover the remaining lesion and complete the procedure. There were no reported patient complications and the patient is in stable condition.